Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced erratic blood glucose while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) after a supply change, including a rise into the 300s mg/dl with trend arrows up, followed by a low in the 50s mg/dl after treatment with fast-acting carbohydrate and food; the pump was perceived to deliver only maintenance microdoses without correction boluses, and the user had eaten more than usual for breakfast but announced a usual amount. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user¿s glucose trended down after entry into the correction algorithm and subsequent monitoring.